Event description:
It was reported that the customer experienced a low blood glucose (bg) level of37 mg/dl. Cause was not known. Reportedly, the customer had a seizure and lost consciousness. The customer's husband called an ambulance to transport the customer to the emergency room where they were subsequently admitted to the intensive care unit (ICU). Reportedly, the customer was intubated in the ICU and had "mobility issues" and bruising due to the intubation. Customer was not sure of the medical treatment she received due to being unconscious. Customer was discharged from the ICU five days later, (B)(6) 2026 with the issue resolved.